Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4). Csi ID: (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was selected for treatment of the distal left anterior descending artery (lad), which was stenosed. There was an aneurysm proximal to the target lesion. Difficulty was encountered in advancing a balloon and the oad through the aneurysmal area, and the oad was removed. No flow was observed after removal of the oad, and the patient coded. Cardiopulmonary resuscitation, defibrillation, and an impella device were used to revive the patient. Angioplasty balloons and stents were used to open the vessel, and the patient stabilized but remained in critical condition. During the week of april 11th, the patient expired. In the opinion of the physician, balloons and wires used during the procedure and/or the csi device being inserted multiple times could have contributed to no flow, but it was unknown what ultimately caused the issue. The cause of death was due to respiratory and kidney failure.